Event description:
It was reported that the patient experienced an ischemic stroke on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information reported that the stoke was embolic and was a result of intractable nasal bleeding which led to an epileptic seizure. Anticoagulation was held but given the patient's prognosis, life support was withdrawn and the patient passed away.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported stroke and bleeding could not be conclusively established through this evaluation. It was reported the patient had an intractable nasal bleed that required nasal packing and later embolization of the maxillary arteries. Anticoagulation was suspended for several days. On (B)(6) 2023, the patient had an embolic stroke in the territory of the middle cerebral artery and experienced an epileptic seizure. Given the unfortunate prognosis and evolution of the patient, no special measures were adopted except for limitation of life support and comfort measures. Life support was withdrawn, and the patient ultimately expired. The death was not considered to be device related, and the device reportedly operated as expected. The device was discarded and not returned for evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot number l07761-la4, revealed no deviations from manufacturing or quality assurance specifications. The outside of united states (ous) centrimag blood pump instructions for use (IFU) list warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #9: possible side effects include, but are not limited to: bleeding, neurologic dysfunction and embolic phenomena. These are potential side effects with all mechanical circulatory support systems. IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #1: standard anticoagulation protocols should be followed, and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported ischemic stroke could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and no additional follow-up attempts will be performed. The device has not been returned for evaluation at this time. Review of the device history record (DHR) for the centrimag blood pump, lot number l07761-la4, revealed no deviations from manufacturing or quality assurance specifications. The outside of united states (ous) centrimag blood pump instructions for use (IFU) list warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #9: possible side effects include, but are not limited to: neurologic dysfunction and embolic phenomena. These are potential side effects with all mechanical circulatory support systems. IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #1: standard anticoagulation protocols should be followed, and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.